Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead (ipl) dislodged and was re-positioned. Approximately twenty-fours hours later the patient presented to the hospital with heart rate lower the forty beats per minute (bpm) and the ipl had dislodged again. The ipl was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.